Event description:
It was reported by service report that the jack was drifting, the fowler was drifting and the cover was broken with sharp edges exposed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.